Event description:
It was reported that device fracture and patient hemorrhage occurred, requiring intervention. A 6.0mmx14mmx150cm express vascular sd was selected for a right renal angioplasty. During the procedure, the monorail shaft of the stent got stuck in the aorta or aortic bifurcation. While trying to remove it, it fractured (about 10 centimeters of plastic with the balloon and the undeployed stent stuck in the patient's aorta) and caused left femoral bleeding. The introducer was removed to extract the proximal part of the shaft. The procedure was abandoned and no treatment was performed on the right renal artery. An additional puncture of the right femoral artery was performed to retrieve the material with a lasso. There were no other patient consequences, and the procedure was postponed until june.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 25.2cm from the tip. There are multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the separation.

Event description:
It was reported that device fracture and patient hemorrhage occurred, requiring intervention. A 6.0mmx14mmx150cm express vascular sd was selected for a right renal angioplasty. During the procedure, the monorail shaft of the stent got stuck in the aorta or aortic bifurcation. While trying to remove it, it fractured (about 10 centimeters of plastic with the balloon and the undeployed stent stuck in the patient's aorta) and caused left femoral bleeding. The introducer was removed to extract the proximal part of the shaft. The procedure was abandoned and no treatment was performed on the right renal artery. An additional puncture of the right femoral artery was performed to retrieve the material with a lasso. There were no other patient consequences, and the procedure was postponed until (B)(6).

Manufacturer narrative:
H6: device code difficult to advance added.

Event description:
It was reported that device fracture and patient hemorrhage occurred, requiring intervention. A 6.0mmx14mmx150cm express vascular sd was selected for a right renal angioplasty. During the procedure, the monorail shaft of the stent got stuck in the aorta or aortic bifurcation. While trying to remove it, it fractured (about 10 centimeters of plastic with the balloon and the undeployed stent stuck in the patient's aorta) and caused left femoral bleeding. The introducer was removed to extract the proximal part of the shaft. The procedure was abandoned and no treatment was performed on the right renal artery. An additional puncture of the right femoral artery was performed to retrieve the material with a lasso. There were no other patient consequences, and the procedure was postponed until (B)(6).